Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received a reading of 2.4 mmol/l; was able to self-treat. Customer reportedly continued to check blood glucose level which remained around 2.4-2.6 mmol/l; continued to treat with sugary drinks. Customer reported tested on a different meter with the same result; type of meter not identified. Symptoms did not match readings. Ambulance was called due to customer being shaky; tested blood glucose level with a result of 40 mmol/l. Customer reportedly tested on the same meter again using different test strips and received a reading of hi (>33.3 mmol/l). Customer was taken to the hospital where he was admitted and treated with IV fluids and insulin; was kept overnight. Requested return of the alleged device for evaluation and replacement was provided.